Event description:
Same case as: 2134265-2015-02100 and 2134265-2015-02343. It was reported that automatic pullback failure occurred. During procedure, a 120v ilab ultrasound imaging system was used in conjunction with an unspecified coronary imaging catheter and a sled to visualize the unspecified lesion. Then, it was noted that the liquid crystal display (lcd) was blanking out and the automatic pullback was not operating correctly. Also, it was noted that the motor drive unit (mdu) has stopped imaging.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).